Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device not returned to the manufacturer for investigation.